Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the inappropriate reprocessing by the user. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device inspection by olympus medical systems (B)(4) also confirmed followings; the event reported by the customer was reproduced. The angulation range of the bending section was insufficient, and there was play in the angle knob. The connecting tube was scratched. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that leakage from the bending section rubber during preparation for use. Then, olympus inspected the device at the service department of olympus medical systems (B)(4) and found that there was a foreign object under and around the forceps elevator. This event was found when olympus medical systems (B)(4) was removing the distal end cover and repairing the device. There was no report of patient injury associated with this event.